Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen intermittently timed out sooner than the 120 it was set to. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.